Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager, customer could not open the fridge, and the latch was failing, and keys were needed to open/recover it. A field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manager latch keeps failing. The customer reported that this malfunction occurred during the dispensing of medication, resulting possibilities of delay. There were no adverse events or injuries reported based on this event.